Event description:
It was reported that during preventive maintenance for the arctic sun temperature management system and ran into a snag, after beginning the inspect fluid delivery line on page 7 of the service manual it failed the first test with -6.6. After verifying the failure, they went to test the next outlet line and was given zero pressure across all lines including the failed line. Per review of wo on 07jul2023, there was no patient involvement. Per follow up information received via email on 07jul2023, the client is sending their unit for repair and update the status once they receive the agreement and the p.o. Per sample evaluation results on 11aug2023, it was reported that the device gave zero pressure when testing the lines. 1/2 l shaped formed tubing and double bend tube were replaced during repair.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. The reported issue could not be replicated during servicing. The arctic sun 5000 was evaluated. The device was tested during service and the zero pressure could not be replicated. Functionality check and pre-cal were performed. The console passed all testing along the electrical safety test, completed the final inspection and the console was now ready for used. As the reported event was unconfirmed, a device history record review was not required. As the reported event was unconfirmed, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. The reported issue could not be replicated during servicing. The arctic sun 5000 was evaluated. The device was tested during service and the zero pressure could not be replicated. Functionality check and pre-cal were performed. The console passed all testing along the electrical safety test, completed the final inspection and the console was now ready for used. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preventive maintenance for the arctic sun temperature management system and ran into a snag, after beginning the inspect fluid delivery line on page 7 of the service manual it failed the first test with -6.6. After verifying the failure, they went to test the next outlet line and was given zero pressure across all lines including the failed line. Per review of wo on 07jul2023, there was no patient involvement. Per follow up information received via email on 07jul2023, the client is sending their unit for repair and update the status once they receive the agreement and the p.o. Per sample evaluation results on 11aug2023, it was reported that the device gave zero pressure when testing the lines. 1/2 l shaped formed tubing and double bend tube were replaced during repair. Chiller evaporator outlet tube was found distended/expanded during service.